Manufacturer narrative:
The technician found that the CPR linkage was too tight, allowing the head section to drift. He adjusted the CPR linkage to repair the bed.

Event description:
Info received indicates the beds head section is drifting down slowly over several days.